Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted

Event description:
As reported: while implanting the anchorage plate, the doctor screwed the 3.0mm locking screws through the mtp v1 plate [three] times with only "two fingers" worth of force. This was 3 separate screws, each in a separate hole. None of the screws were explanted. The doctor just backed them up flush with the plate and left them in.